Event description:
It was reported that the patient presented in clinic for implant procedure. After the procedure was complete intermittent loss of capture was noted on the right ventricular (rv) lead. A rise in capture threshold was also noted. The physician elected to explant and replace the rv lead. The patient was stable.